Event description:
Nellcor puritan bennett received a report from a biomedical engineer on a n-395 for high sp02 readings of 100%; which the n-395 unit is used with a simulator, there are no readings.